Event description:
An arrow stimucath stimulating peripheral nerve catheter was used for homegoing continuous nerve block analgesia in a pt after shoulder surgery. The catheter was placed with ultrasound guidance and hydrodissection with 5% dextrose in water, but without nerve stimulation, and used to provide brachial plexus analgesia in the interscalene position. The catheter was found to be adhered to the tissue "retained" on post-operative day 3, when the pt attempted to remove the catheter as directed. This necessitated a return to the hospital and a trip to the operating room for removal. Similar such event have been published in the anesthesia literature recently. Dates of use, 3 days: (B)(6) 2012.